Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2017, it was reported that, when the hcp tried to fill up the pump, they were only able to get 20 ml into the 35 ml pump. No symptoms were reported. No further complications were reported.